Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the indication for the initial surgical procedure? What medical intervention was performed for recurrent uti¿s since 2013? Results? Other relevant patient comorbidities/concomitant medications? Was there any deficiency or anomaly of the mesh? If yes, please describe it. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to these events (voiding difficulties, bladder perforation and recurrent uti¿s) ? Describe any intervention for bladder perforation including dates and surgical findings? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2010 and the mesh was implanted. From 2013, the patient experienced voiding difficulties and recurrent uti¿s. The cystoscopy 2019 diagnosed with perforation of the bladder by mesh causing recurrent uti's and bladder pain. The patient provided referral for removal. Additional information has been requested.

Manufacturer narrative:
Method codes: 3331. A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria for lot 3436379 and product code 830041bl. Additional information was requested, and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure - age 59 ¿ bmi 36. The indication for the initial surgical procedure?- stress urinary incontinence. What medical intervention was performed for recurrent uti¿s since 2013? Results?- recurring antibiotic courses. Other relevant patient comorbidities/concomitant medications? Was there any deficiency or anomaly of the mesh? If yes, please describe it.- no mesh problem seen at operation. What is physician¿s opinion as to the etiology of or contributing factors to these events (voiding difficulties, bladder perforation and recurrent uti¿s) ? Describe any intervention for bladder perforation including dates and surgical findings? Initial difficulty voiding ¿ successful twoc; diagnosed perforation (B)(6) 2019 at cystoscopy. What is the patient's current status? - referred to (B)(6) hospital.